Event description:
It was reported that the doctor ¿was stimulating the nerve but the nim was not responding. Once the thyroid was removed he stimulated the nerve and the nim responded as normal. No patient impact.¿

Manufacturer narrative:
Age at time of event: (B)(6). Sex: female. Weight: (B)(6). Date of event: (B)(6) 2015. Date of this report: 02/12/2015. Describe event or problem: additional information received: ¿the nerve monitor would not sense the nerve when touching directly on the nerve, no intervening tissue between the probe and the nerve.¿ there was no patient impact, ¿the nerve was found and preserved.¿ (B)(6). Initial reporter also sent report to FDA: no. Date received by manufacturer: 03/19/2015. Usage of device: reuse.

Event description:
Additional information received: "the nerve monitor would not sense the nerve when touching directly on the nerve, no intervening tissue between the probe and the nerve." There was no patient impact, "the nerve was found and preserved."

Manufacturer narrative:
(B)(4): product evaluation: the device was received in service and repair for evaluation. There was no fault found with the device. The item software was upgraded to current version, as part of preventive maintenance, and the device was then placed into burn-in for 4 hrs. The item was tested and passed all manufacturing specifications. Method: temperature testing. (B)(4)